Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's ins did not help provide pain relief so it was explanted. This issue started in 2002. Due to scar tissue, the lead was left implanted in the patient. No further complications were reported.